Manufacturer narrative:
It was reported that the touchscreen does not respond to commands. Touchscreen calibration tests were performed but failed. A philips authorized service provider (asp) went onsite and replaced the touchscreen to resolve the reported issue. The philips asp replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen does not respond to commands. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen does not respond to commands. Touchscreen calibration tests were performed but failed. Onsite service is currently pending.